Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp exhibits signs of repeated use and the post feature has fractured off all pieces returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A tibial articular surface provisional was returned via worn instrument return program. It was reported that the fractured parts are returned.